Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as it was reported that the event occurred "last week". (B)(4). According to the complainant, the device was retained in the facility's quality control and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, the fiber was noted to be broken straight out of the package. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.